Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that a lot of artifact was present. The electrocardiogram connector on the link electronic module (lem) was loose and the lem board was replaced and recalibrated. The software was also reconfigured, reloaded and updated. It was also noted that the system fan was noisy and the device was returned without a stylus. Both the fan and the stylus were replaced and the stylus was recalibrated. The device passed final functional and system tests and no other anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was artifact and a very thick baseline displayed on the programmer. The leads were changed and all connections were checked, but this troubleshooting did not resolve the issue. A biomedical engineer felt there may be a problem with one of the internal filters. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.